Event description:
On (B)(6) 2014, the lay user/patient¿s relative contacted lifescan (lfs) canada alleging the patient was obtaining an unknown error message on his onetouch ultra2 meter. This complaint was classified based on the customer service representative (csr) documentation. The reporter informed the csr that the error message appeared on (B)(6) 2014. The patient manages his diabetes with a combination of oral medication, diet and/or exercise. It is not known if the patient made any changes to his usual diabetes management regimen due to the error message appearing. The reporter claimed that the patient felt ¿shaky¿ 10 minutes after the error message appeared and treated himself with glucose tablets. At the time of troubleshooting, the alleged meter issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after attempting to test with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.